Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.

Event description:
Related manufacturer reference: 2030404-2013-00109, 2030404-2013-00110, 3005188751-2013-00110, 3005188751-2013-00111, 3005188751-2013-00113. After the completion of an electrophysiology procedure, a pericardial effusion occurred. A response ep catheter was placed in the coronary sinus via the left subclavian vein, two swartz braided introducers and a brk transseptal needle were used for transseptal puncture, and a therapy cool flex ablation catheter and inquiry a focus ii catheter were advanced into the left atrium. At the end of the procedure, all devices were removed and sedation was discontinued to allow the pt to regain consciousness. The pt became hypotensive and bradycardic, which was treated with an external pacing. The pt was then intubated. An echocardiogram revealed a pericardial effusion anterior to the right ventricular wall. A pericardiocentesis was performed and the pt developed ventricular fibrillation. Defibrillation was performed and the pt converted to sinus rhythm. An intra-aortic balloon pump (iabp) was inserted. Coronary angiography revealed normal coronary blood flow. The pt's systolic blood pressure then normalized. An ischemic stroke was diagnosed and the pt was admitted to ICU for observation and remained in a drug-induced coma. The iabp was removed. There were no performance issues with any sjm device.